Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected. As per part investigation, it was determined that there was no faults or anomalies. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Part analysis: the report on the drawer not detected was confirmed during fse testing, however, the inspection process conducted in the dchu investigation laboratory showed proper functionality. The field service engineer powered down the station, replaced a damaged retractor band after detecting a blinking heartbeat light on drawer 5.1, and confirmed the system operated as intended. During dchu visual inspection two assy retractor dwr hh cubie (p/n 353844-01) were received in good condition with no signs of physical damage. During dchu testing the assy retractor dwr hh cubie the continuity test was successfully completed on both assy retractor dwr hh cubie units. The hardware test application (hta) verified that both assy retractor dwr hh cubie units successfully passed all diagnostic tests. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported retractor band issue could not be identified. Inspection and functional testing revealed no faults or anomalies.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 5.1 was off the bus. A field service engineer opened back panel and found heartbeat light for drawer 5.1 on pyxibus module board was blinking. Powered station off and replaced damaged retractor band. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a and section d unique identifier (UDI).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.